Event description:
Litigation alleges that the patient suffered pain that worsen and impaired his ability to sit, stand, and walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update - added patient initials, sales rep details, surgeon, revision date, additional reason for revision, sleeve and dummy stem added. Taken from der dated 2nd april 2015 (B)(6). Revision date -(B)(6) 2015. Additional reason for revision : fibrous in growth on cup.

Manufacturer narrative:
**Update** 8/6/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.